Manufacturer narrative:
The battery was found to have lasted for 20 minutes before failing. Therefore the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.